Event description:
It was reported that the insulin pump alarmed sensor error and calibration errors. The caller declined troubleshooting for the issue, stating that she was busy. She did not know the blood glucose reading. She noted that she had used the sensor for about day and had wasted a sensor the week prior. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per (B)(4). The sensor failed per specifications due to low readings.